Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Complaint was reported via e-mail. Product information, including serial number/lot number, was not provided. No symptoms or medical attention associated with the use of the product was reported. Manufacturer attempted to contact customer via telephone; unable to establish contact with customer at this time, no further information was able to be obtained.